Manufacturer narrative:
H4: the lot was manufactured from march 18, 2020 - march 19, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed an image of an infusor with residual fluid in the bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with fluorouracil and 0.9% normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.